Event description:
The patient had progressive difficulty with the pump therapy; she experienced a gradual increase in tone despite dose increases. Due to the gradual increase in tone the patient underwent attempted re-trial following a fairly normal dye study. Due to some difficult anatomy the physician elected not to proceed with the re-trial and instead do catheter revision surgery. During surgery, good csf flow was observed from the catheter at the base of the spine. It appeared that the proximal portion of the catheter may have had a kink behind the pump. The proximal segment of the catheter was replaced. The pump was replaced with a 40ml pump due to the patient's high dose needs and to prevent another surgery when the pump battery depleted. The pump contained lioresal 2,000mcg/ml delivered at 627mcg/day. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.